Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the initial interrogation of the device, the report contained very little data, there were no histograms, no ventricular capture management measurements and no r-wave amplitudes. A message was generated stating "diagnostic data not available". The following day it was reported that implant detection was still on (device implanted one month ago) and this is why diagnostic data was not collecting and why ventricular capture management was not taking measurements. The device remains in use. There have been no patient complications reported as a result of this event.